Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint during clinical use in a planned, cardiac arrhythmia (endovascular intervention and device implantation) treatment. The procedure was completed by moving the patient to another room. A field service engineer (fse) examined the system onsite and checked the problem reported by the customer. Customer informed that, following power restoration, the system operated with basic functionality, but the issue recurred during patient acquisition. To resolve the issue, the fse replaced the switch, and hdd in host pc, restored the ghost images and verified connectivity and performed multiple cold reboots after image store recreation. After repairs, the system was returned to the customer in good working order. The codes were updated based on the investigation outcome.